Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) reader. Customer reported being unable to test due to a fast draining battery. As a result, customer experienced a loss of consciousness, seizure, "pale and cold scalp", "hypothermia", and received third-party treatment of glucagon (dose unspecified) orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) reader. Customer reported being unable to test due to a fast draining battery. As a result, customer experienced a loss of consciousness, seizure, "pale and cold scalp", "hypothermia", and received third-party treatment of glucagon (dose unspecified) orally by a non-healthcare professional. There was no report of death or permanent injury associated with this event.